Event description:
Status post amputation of the base of the fifth matatarsal a post-op x-ray showed "small pieces of metallic objects" in the operative site. No injury reported and "pieces" were not removed. Device discarded.